Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported power issue. Physio downloaded and reviewed the electronic records from the customer¿s device and verified the reported issue. Physio replaced the therapy connector assembly as a precaution. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The disposable defibrillation electrodes used during the reported event were not returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was intermittently not reading an ECG signal through the paddles lead and displayed dashed lines. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. The customer responded to the home of a (B)(6) male who was in cardiac arrest that was unwitnessed. The family on the scene said that the patient was last normal about ten minutes before he was found in his bedroom unresponsive. CPR was started by first responders on the scene before the customer¿s arrival. Upon arrival by the customer, the patient was found to be unresponsive, pulseless and apneic. His skin was pale, cool, dry and carotid pulse was absent. Initial ECG rhythm was ventricular fibrillation (vf). The patient was assessed and CPR continued. The patient was shocked twice and the rhythm went into pea and the asystole. The patient went back to vf twice during the transport and was shocked each time. Epinephrine, amiodarone and narcan was administered to the patient during the transport. The patient was transported to the hospital without rosc. The customer advised that for 35 minutes the device functioned properly before the reported issue was observed. The issue occurred when they arrived at the hospital ER. The therapy cable assembly was disconnected from the device and reconnected with no change. The patient did not survive.

Manufacturer narrative:
(B)(4). Physio-control performed a visual inspection only of the customer¿s device and observed that the therapy cable assembly and therapy connector assembly were physically damaged. It appeared that the cable connection was not flush with the device connector. Physio downloaded the electronic records from the customer¿s device. Physio-control performed a clinical review of the reported patient event and the electronic records from the customer¿s device, and concluded that the device usage may have contributed to the patient outcome. The following was observed: ¿a review of the code-stat data provides evidence that the ECG was unobtainable via the paddles lead for more than 2 minutes. During this time the user was unable to determine the need for, or provide defibrillation.¿ the review of electronic records also confirmed what was reported by the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was intermittently not reading an ECG signal through the paddles lead and displayed dashed lines. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. The customer responded to the home of a (B)(6) male who was in cardiac arrest that was unwitnessed. The family on the scene said that the patient was last normal about ten minutes before he was found in his bedroom unresponsive. CPR was started by first responders on the scene before the customer¿s arrival. Upon arrival by the customer, the patient was found to be unresponsive, pulseless and apneic. His skin was pale, cool, dry and carotid pulse was absent. Initial ECG rhythm was ventricular fibrillation (vf). The patient was assessed and CPR continued. The patient was shocked twice and the rhythm went into pea and the asystole. The patient went back to vf twice during the transport and was shocked each time. Epinephrine, amiodarone and narcan was administered to the patient during the transport. The patient was transported to the hospital without rosc. The customer advised that for 35 minutes the device functioned properly before the reported issue was observed. The issue occurred when they arrived at the hospital emergency room. The therapy cable assembly was disconnected from the device and reconnected with no change. The patient did not survive.